Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath proximal to the suture sleeve tie marks which is consistent with friction to device can. Silicone was noted to be cut due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.